Manufacturer narrative:
Batch review performed on 11 july 2023: lot 2006682: (B)(4) items manufactured and released on 01-oct-2020. Expiration date: 2025-09-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
A 32 ceramic head implanted instead of 36 head. Issue recognized immediately post op, head swapped the same day of the primary.